Manufacturer narrative:
Product ID, 3778-75 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 37082-20 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3487a-45 lot# v542023, implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had her implantable neurostimulator (ins) explanted due to infection. It was stated, the pocket site had started "oozing" the day before report. All parts of the system were removed, including three leads, two extensions, and the ins. Reportedly, the patient's healthcare provider left a drain in the pocket, hospitalized the patient, and started her on an antibiotic treatment. There was no other injury reported at the time of report. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).